Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus to perform failure analysis. The endoscope was analyzed and was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site: the endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. The endoscope cable integrated connector was visually inspected, and the integrated connector ferrule window was found cracked / broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, the 30 degree endoscope plus was spinning. The procedure was completed with no reported injury.